Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the digestive endoscopy treatment for the patient, tissue needs to be taken for pathological examination. When using this biopsy needle, after puncturing once, the wire guide cannot be inserted, and the needle protrudes beyond the sheath. It can only be withdrawn and replaced. Am I correct in assuming that the ¿wire guide¿ detailed in the complaint description refers to the stylet? No am I correct in assuming that based on the line in the complaint description ¿after puncturing once, the wire guide cannot be inserted, the needle protrudes beyond the sheath. It can only be withdrawn and replaced¿ that this means that the needle was able to be retracted into the sheath after the puncture? Yes if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? None please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach was resistance felt while inserting the device through the scope? No was force required on insertion of device into scope? No was the device used in a tortuous position? No was the endoscope in a flexed or twisted position at any time during the procedure? No was gaining access to the target site difficult? No was puncture of the target site difficult? No was difficulty experienced while retracting the needle? No was the stylet partially removed when advancing into the target site? Yes how many samples were obtained with this needle? 1 when was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? During advancing wire guide were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no